Manufacturer narrative:
Date received by MFR: 22jul2019. Date of report: 23jul2019. The philips (B)(4) technician evaluated the ventilator, no malfunctions were observed and the device passed all testing. The philips principal engineer reviewed the ventilator diagnostic logs and no hardware or software issues were found.

Manufacturer narrative:
Reporter stated date of event: (B)(6) 2019, unable to obtain further information. Date of event: (B)(6) 2019. Date of report: 08jul2019. (B)(4). The customer confirmed the ventilator, patient circuit and mask interface involved in the incident did not cause or contribute to the patient death. The information suggests the patient was approaching end-stage of their medical condition however the customer is unable to provide further patient information. Further ventilator evaluation results are pending.

Event description:
A customer reported a patient died while on a v60 ventilator, no alleged ventilator malfunction.